Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date. Monitor: 04/03/2015. Electrode belt: 09/25/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital and became unresponsive at the time of passing. It was reported that staff at the hospital performed CPR. During the CPR, the device was alarming and treated the patient. Ems continued resuscitation efforts and the patient was externally defibrillated. Review of the download data, indicates the patient received two shocks in response to low amplitude oversensing and motion artifact. The patient was in asystole with CPR/motion artifact at the time of the first treatment at 07:10:53. The patient's post shock rhythm was asystole. The patient was in asystole with occasional cardiac activity during the second treatment at 07:20:02, and the post shock rhythm was asystole. The response buttons were not pressed during the event. The patient was in asystole with CPR/motion artifact at the time of the device shutdown at 07:30:20 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 8:00am.